Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) had 10 seconds of comm loss with the telemetry transmitters, then began monitoring again with no additional issues. No patient harm or injury was reported. Investigation summary: the cns event logs the were reviewed by nihon kohden. It was identified that the communication loss issue occurred at the same time that 4 cnss disconnected from the enterprise gateway (eg) server. The issue did not occur to the cnss that were not connected to the eg server. This suggests that the cause of the issue may have been related to the failure of a network device or a problem with the server, and not specific to the cns. On multiple communications with the customer, they indicated that the issue was recurring (ticket (B)(4)), and during those reported events, there were also ongoing network issues (i.e. Eg server reboot, network switches being replaced). Based on the available information, a definitive root cause could not be identified. However, the available information suggests that the issue was due to a customer network and server issue, and not due to the malfunction of the cns. However, because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction and, thus, do not warrant a corrective action. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down for 10 seconds on the evening 04/23/2020. No error message displayed. The patient tiles went blank for about 10 seconds and came back and everything is working fine ever since. They later emailed that this issue was not a total monitor outage but actually 10 seconds of communication loss with the telemetry transmitters. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down for 10 seconds on the evening (B)(6) 2020. No error message displayed. The patient tiles went blank for about 10 seconds and came back and everything is working fine ever since. They later emailed that this issue was not a total monitor outage but actually 10 seconds of communication loss with the telemetry transmitters. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the gz-130pa telemetry transmitters were being used in conjunction with the cns, but the serial number information was not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down for 10 seconds on the evening (B)(6) 2020. No error message displayed. The patient tiles went blank for about 10 seconds and came back and everything is working fine ever since. They later emailed that this issue was not a total monitor outage but actually 10 seconds of communication loss with the telemetry transmitters. No patient harm reported.